Manufacturer narrative:
Device not returned.

Event description:
Consumer stated the brush head chipped his tooth. Medical attention was not sought at the time of reporting but the consumer indicated he did intend to seek restoration.